Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient feels intermittent tremor shocks in the body and legs and doesn't feel well with the therapy. The patient also asked how to put the device in MRI mode. Advised patient should call their health care provider (hcp) if she was not feeling well while on the treatment. Regarding MRI mode explained to the patient how to turn the MRI function on and off with controller. The patient confirmed that she was able to turn MRI mode on and off. Advised patient to charge ins before an MRI scan and don't bring the controller to MRI scanner (magnet) room either. Patient has been notified that they should call back if their issue is not resolved permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.